Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer. Reportedly, the alert cleared prior to customer calling technical support, and the pump successfully began charging after leaving the pump plugged into the power source.